Event description:
Device report from france reports an event as follows: it was reported that on (B)(6) 2023, patient underwent revision surgery due to a broken plate and movement of the original fracture. Patient was initially treated on (B)(6) 2023 for a left femoral diaphysis fracture following a fall from a bicycle; placement of a 265cm 14-hole lcp plate without complications during the procedure. On (B)(6) 2023, the patient went to the emergency room for pain in the femur without trauma. There was no surgical delay. For the patient outcome there is nothing to report as a control is planned 45 days after the second procedure. This report is for a 4.5mm curved broad lcp(tm) pl 14 holes/265mm-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that lcp pl 4.5/5.0 broad curv 14ho l265 sst had breakage condition visible at the middle section, right over a screw hole. It was observed that initially, the plate was placed over the fracture line, right where the screw hole and fracture align. Unk - screws: trauma was found broken and embedded to the bone. Root cause cannot be determined as no further information was provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.